Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: phone.

Event description:
Alleged false positive results for flu b with asymptomatic patients. No confirmatory testing completed.